Event description:
On 11-sep-2025 the user reported that the ilet device was accidentally dropped, resulting in a shattered touchscreen. The device became unusable, and a replacement unit was arranged for overnight delivery to restore therapy. No injuries or symptoms were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.